Manufacturer narrative:
Conclusion: device failure/lack of effectiveness related to pt condition (aneurysmal iliac artery and conical aortic neck).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment on a 5.1 cm abdominal aortic aneurysm. It was reported that aortic neck was conical in shape. A cta of the abdomen and pelvis performed 54 months post stent graft implant was compared to an exam from 6 months ago and showed that aneurysm continued to grow from 5.1 cm to 5.6 cm ap diameter with a type 1 endoleak present. There was bright contrast density cloud at approximately 2.5 cm area behind the right limb of the stent graft just before it enters the right iliac vessel. There was no sign of an endoleak at the proximal top of the graft. The left graft limb appeared unremarkable. Since the last study, there was an identified break in the wall of the right limb of the graft which has moved about 2.7 mm which was thought to be probably a suture pop that was causing some offset. This was at th site of the posterior leak of the right graft limb. There was also a 3.0 cm right iliac aneurysm an aneurx iliac limb stent graft was successfully implanted with good results. No additional clinical sequelae were reported and the patient is fine.